Event description:
Treatment of a small unruptured saccular aneurysm measuring 8mm located in the cavernous segment of the right ica (internal carotid artery). The vasculature was not tortuous. The patient was given plavix and heparin. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal portion of the pipeline (5mm x 14mm) did not open properly and it was removed with a 7mm snare without issues. A new pipeline of the same size was implanted in the patient successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).